Manufacturer narrative:
This is a complaint based on a clinical study data review. The investigation is still in progress. A supplemental MDR will be submitted once the investigation is completed. Device not returned.

Event description:
Mild adverse event not related to procedure or device resolved by surgery.

Manufacturer narrative:
The patient involved in this complaint is a female age (B)(6) at the time of the initial subchondroplasty procedure. The patient presented to dr. (B)(6) in clinic on (B)(6) 2011 with right knee anteromedial pain. The patient reported an operative history of right knee chondroplasty and drilling in (B)(6) 2001. The patient reported tightness, swelling and then intermittent aching increasing to frank pain approximately 5 months prior to the visit. An MRI obtained on (B)(6) 2011 revealed medial femoral condyle chondrosis with associated edema and possible early subchondral cystic changes along with a medial meniscus tear. Dr. (B)(6) recommended osteochondral allograft and discussed it with the patient. On (B)(6) 2016 the patient underwent a staging arthroscopy to asses the size of the mfc chondral defect and to treat the complex meniscal tear. A medial femoral condyle stress fracture was also treated with subchondroplasty at that time. The volume of accufill injected is unknown. The size of the chondral defect was document and the patient was pre-authorized for osteochondral shell allograft. The patient continued to have pain proportional to activity and elected to undergo osteochondral allograft transplantation on (B)(6) 2012. The operative notes for the procedure made no mention of the status of the accufill injection site and no complications were reported with the preparation and implantation of the graft related to the implant site. Dr. (B)(6) reported the event related to the osteochondral defect as mild, not related to the subchondroplasty procedure and not related to the device. The event was reported resolved on (B)(6) 2012. Imaging and the operative notes for the subchondroplasty procedure were not available at the time of this investigation so it is not known if the recommended surgical technique was followed or what volume of accufill was used. The events leading to the osteochondral allograft procedure appear to be planned prior to the subchondroplasty procedure and not precipitated by it.

Event description:
Mild adverse event not related to procedure or device resolved by surgery.